Event description:
It was reported that the sheath leaked. The 90% stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the sheath was leaking liquid and device stalled. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the rotalink burr atherectomy catheter. Visual inspection of the device found that the sheath was kinked 9mm proximal from the distal end of the sheath. The coil was kinked 6cm and 4.6cm proximal from the burr. Microscope inspection revealed that the sheath was worn 9mm proximal from the distal end of the sheath and that the coil was stretched 6cm and 4.6cm proximal from the burr. The burr catheter was connected to a test advancer which was then connected to the saline infusion line to test for a leak. The burr catheter presented no leak aside from the distal tip of the sheath which is of normal function. There was no irregularity detected. Product analysis confirmed the reported stall, as the sheath was bent and worn, and the coil was kinked and stretched. The severity of the damage present could cause the device to stall as rotation would be compromised. The reported leak could not be confirmed as functional testing with saline infusion found the device to be in normal working condition with no irregularity detected.

Event description:
It was reported that the sheath leaked. The 90% stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the sheath was leaking liquid and device stalled. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.